Manufacturer narrative:
It was reported that the patient experienced an infection prior to explantation. This report is filed june 30, 2014.

Manufacturer narrative:
(B)(4). Device is currently unavailable.

Event description:
Per the clinic, the patient experienced dizziness with device use, resulting in the decision to explant the device on (B)(6) 2014. During the same surgery, the patient was implanted with a new device on the contralateral side. The device has not been made available for analysis as of the date of this report, (B)(4) 2014.